Event description:
Reporter stated that a pt's capillary blood glucose was tested twice, within 3 mins, using the suspect device. Both results measured "hi" (> 600 mg/dl). An additional venous sample was reportedly obtained from the pt, and when tested by the facility's lab (~ 10 mins later), measured 457 mg/dl. Reporter stated that the pt was not treated based on values obtained on the suspect device. Rather, pt was given insulin based on the lab value. Reporter noted that, on the day of the comparison, qc testing had been performed twice. Reporter stated that results fell within the acceptable range. No product was returned to the MFR for evaluation.